Event description:
According to the reporter, during open total hip replacement, while closing the wound, the thread of the suture broke right at the first step of locking the device. The issue happened four times in a row using four same sutures. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.